Event description:
A follow up called was made and the customer reported being out of it and did not remember how low she was. The paramedics were called to assist her, but she was not hospitalized. Offered to troubleshoot, but the customer stated that she has adjusted her basal rates on both occurrences and she may start to run a little high. The customer also stated that she has a glucose monitor, but she does not wear. Advised the customer to call us back if she needs assistance in the future. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.